Event description:
The japanese complaint coordinator reports that there was a leak due to broken occluder feet with the transfer set. This was noted during use with no patient injury or medical intervention reported by the complaint coordinator.